Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan on behalf of the lay-user/patient alleging that the onetouch ultra2 meter gives "no response/not readable" messages on two different onetouch ultra test strip lot number. On sept 16, 2008, this medical affairs specialist contacted the reporter to clarify info obtained during the initial call. The "no response/not readable" issue allegedly first occurred 3 months ago. The reported issue has been intermittent. According to the reporter, the pt was able to obtain a blood glucose reading after several unsuccessful tries. The longest time that the pt has ever tried to obtain a blood glucose reading on the subject meter is 45 mins. The reporter indicated that the pt did not call lifescan earlier because she had been in the hospital for the last 3 months. After the pt came home approx 2 weeks ago, she allegedly has had "a couple of hypoglycemia episodes." The pt reportedly had symptoms described as "low symptoms, discombobulated, disoriented, weak, sweaty, and cold." During the two times the pt was feeling low, she administered self-treatment with food and/or beverage and felt better. The duration of the aforementioned symptom last approx 45 mins to 1 hour. The reporter does not know what readings the pt obtained on the lfs meter prior to the reported symptoms. In addition, the reported could provide info in regards to the events that lead up to the pt's reported symptoms, such as food intake, diabetes medication intake, and physician activities. In addition to the "no response/not readable" issue, the pt reported blood glucose results of "264 and 122 mg/dl" with a lifescan meter, performed more than 20 mins of each other. To compare meter to same meter results, the readings should be taken within 20 mins as per lifescan's criteria for precision testing. The pt feels that had the subject meter been giving the correct readings promptly and without delay, the aforementioned symptoms could have been prevented. The last time the pt's diabetes medical regimen was changed was approx 2.5-3 months ago. During troubleshooting, the reported issue was resolved with troubleshooting. This complaint is being reported because the pt claimed she had symptoms that were suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.